Event description:
It was reported that sometime within the night or early in the morning, the patient noticed there are no lights on the device. He tried to reset it by pushing the orange power button and nothing happens. He replaced the batteries with new batteries and still no lights. This nurse instructed him to take the batteries out again to check for proper placement, replace battery cover, then push orange power button per clinical guidelines. The device still does not have any lights on. No adverse event related with product not working. Therapy discontinued until he hears from the physician about receiving a new device. No patient injury reported. No delay reported. It is unknown if a back-up was available. Device is not available for evaluation.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. As of today, no product return, lot or further information for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case will be reopened. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question